Manufacturer narrative:
Patient's identifier, weight, date of event and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted.this complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to integrate.